Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2013-01569 and medwatch 2210968-2013-01570. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had the concurrent procedures of laparoscopic assisted vaginal hysterectomy, burch, and rectocele repair performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
The patient underwent an additional mesh implantation on (B)(6) 2006 due to genuine stress incontinence. Following insertion, the patient experienced pain, erosion, infection, bowel problems and fistulae. It was reported that on (B)(6) 2011, patient underwent mesh revision and excision of suburethral mesh due to mesh erosion and vaginal pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that patient underwent lysis of adhesions and mesh excision on (B)(6) 2015, due to exposure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient concurrently underwent bilateral partial salpingectomy on (B)(6) 2005 and hydro distention and cystoscopy on (B)(6) 2006.

Event description:
It was reported that the patient concurrently underwent bilateral partial salpingectomy on (B)(6) 2005 and hydro distention and cystoscopy on (B)(6) 2006.